Manufacturer narrative:
A manufacturing record review was completed and zero nonconformances related to this failure were found. The returned product evaluation confirmed the shaft breakage at the hypotube ribbon weld. The IFU states to inspect the catheter for damage prior to use and there was no damage noted before loading it on the guidewire. The IFU precautions; "exercise care in handling the catheter during a procedure to reduce the possibility of accidental breakage or kinking." Based on the returned product evaluation and the information provided the most likely cause for the failure is damage during use.

Event description:
We were using an 8fr launcher guide and a turnpike lp with a run through wire. The 7f trapliner just snapped as we were advancing through the guide. We weren't even pushing hard. Likely just defective. Didn't ruin the case. Used an 8fr trapliner that worked well. It broke into 2 pieces when they were inserting it into the guide. Reported as: I dont think the catheter was actually in the body. Patient outcome was reported as fine, patient not affected.